Event description:
The customer reported problem with bellavista 1000 us where measured value is far apart from the actual value. There was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was informed that this is usually a circuit test issue, and advised him to download the data and logs, and sent in before taking any other action. Also, advised him to check that unit software is up to date. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint regarding vent measured value is far apart from the actual value. The problem is not reproducible. No logs available. The customer was unable to replicate the issue, verification checks done for 2 hours and no failure detected. Most likely, the issue was due to lack of circuit test or faulty circuit/flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.